Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.

Event description:
Healthcare professional (hcp) reported right rupture. Device has been explanted. Hcp later reported originally for capsular contracture, treated via capsulectomy.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Peer/ supervisor reviewer

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported originally for capsular contracture, treated via capsulectomy. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: not observed. As per the investigation procedure, crease/deformation wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, g4, h3, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported originally for capsular contracture baker grade unknown, treated via capsulectomy. Device has been explanted.